Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan from united states alleging that their onetouch verio iq meter was reading inaccurately low compared to another meter. The patient claimed that they obtained blood glucose results of "62 mg/dl" with the subject meter and "290 mg/dl" on another meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient denied developing symptoms or receiving medical intervention due to the alleged issue. The alleged issue was not resolved with troubleshooting. The complaint is being ruled out as an adverse event because the patient did not allege any harm due to the alleged issue. However, their complaint is being reported as a malfunction because the two results being compared exceed lifescan's criteria for accuracy testing.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.